Manufacturer narrative:
The investigation concluded that lower and higher than expected results were obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros ammonia (amon) slide lot 1018-0256-3037 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical historical within-lab vitros amon qc performance was observed on the amon slide lot. An ortho field engineer (fe) has been dispatched to the customer site to perform service actions to the microslide incubator subsystem that include cleaning the cm/rt evaporation caps and slots. It is expected that service actions performed by the fe will return the vitros 5600 integrated system to expected performance. The cause of the microslide incubator contamination is unknown. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1018-0256-3037. Email address for contact office is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected results were obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros ammonia (amon) slide lot 1018-0256-3037 on a vitros 5600 integrated system. Vitros lpv ii amon results of 121.6, 137.5, 127.0, 135.2, 129.2, 122.3, 135.5, 143.1, 137.0, 131.3, 220.3, 218.7, 218.3, and 221.7 mol/l vs. The expected result of 181.8 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).